Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusions: the report of driveline outer jacket damage can be confirmed based on the submitted photos. The submitted photos revealed the area of the patient¿s driveline with the reported damage and then the area repaired with tape. The patient remains ongoing on vad support. No product was available for investigation. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline¿. However, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records (documents 106301, 107899, 109059, and 109639) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 22nov2011 under order (B)(4). No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction to event: the previous percutaneous lead repair is reported under MFR. #2916596-2019-02590.

Manufacturer narrative:
Approximate age of device: the approximate age of the device was 7 years and 5 months. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that during routine outpatient management a healthcare provider noticed a small defect on the outer layer of the percutaneous lead (pl). The patient's pl had been repaired with rescue tape on an unknown date previously. The old tape was removed and the pl was repaired with silicon glue and new rescue tape. No further information was provided.